Manufacturer narrative:
The reported complaint of transient r wave undersensing was confirmed. The r wave undersensing was due to sudden r wave amplitude drop. No device malfunction was found. Reducing r wave max sensitivity to 0.05 mv may help reducing false pause detection in this device.

Event description:
New information noted that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor (icm) exhibited an undersensing issue. Programming changes were made and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardiac monitor exhibited an undersensing issue. No intervention was performed and the patient's condition was unknown.